Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 25) occurred with multiple cartridges during the load process. Reportedly, there was a clear piece and a black piece of material at the base of the pneumatic tap. Recommendation was made for the customer to remove the pieces. The customer was able to load the cartridge successfully and resume insulin delivery. The customer's blood glucose level was 400 mg/dl and it was addressed with a manual injection.